Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer called to report a hospitalization due to high blood glucose readings. The readings varied between 50 and 1,050 mg/dl. Customer passed out due to the high blood glucose reading. Customer was taken to the hospital in a diabetic coma. Customer treated with the insulin pump. Customer stated she thought she was sick from something she ate. Cause of the event was due to diabetic ketoacidosis, systolic heart failure, and blood in stool. The doctor provided the customer with a backup plan and took her off some of the medications she was taking. Nothing was replaced or returned.